Event description:
Customer reported mainframe has all squares on display; workstation is ok.

Manufacturer narrative:
Gehc service personnel found 5v at all applicable test points. Replaced control panel pcb and ffb. Adjusted ps2 for 5v on ffb. Ctrl pnl at 5v. System is operating as intended.